Event description:
A customer reported that there was a leak in the cuff of a tracheostomy tube. The cuff leak was noticed after the cannulation of the patient. The tube was then removed and the patient was recannulated with another device. The customer reported that the device was discarded.

Manufacturer narrative:
(B)(4).